Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated she was hospitalized for high blood glucose and the reading was 660 mg/dl. The customer stated she changed the infusion set three days prior to the hospitalization. Troubleshooting was performed. The insulin pump was programmed correctly and it passed the prime test. Nothing further was reported.